Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloon leaked, and the catheter slipped out of the bladder. There were two incidents with the same patient, same product and lot number on the (B)(6) 2019 and (B)(6) 2019. If the patient had not contacted us and had not been helped quickly, damage to the kidney would have been likely.

Manufacturer narrative:
Qn#(B)(4). It was reported that "the balloon leaked, and the catheter slipped out of the bladder. There were two incidents with the same patient, same product and lot number on the (B)(6) 2019. If the patient had not contacted us and had not been helped quickly, damage to the kidney would have been likely." Trend review for the last 5 years on the same detect type and catalogue number/product type is as below (rationale for 5 years is to align with shelf life). 1 piece of actual sample was returned for investigation. Based on the complaint description, it was reported that the balloon leaked, and the catheter slipped out of the bladder. Visual examination was conducted on the actual sample and observed that there were encrustations residue along the catheter shaft. Other remarks: the balloon was then inflated using water to identify the leak point. As water was injected into inflation channel of the balloon, the water was seen slowly seeping out from a small opening at the balloon surface. Close examination under 50x high magnification lens revealed that there were scratch marks on the balloon surface near the leak area. It appears quite likely that the scratches had initiated the tear that lead to leak balloon. This appearance is likely due to the solid residues in the bladder or urethra that will create resistant during catheter insertion. Also, encrustations stick on the balloon may break into small particles and scratch the balloon surface.